Event description:
On 10/28/98 a hemoglobin of 8.7 g/dl was reported and the pt was subsequently transfused. The hemoglobin for this sample was later determined to be 13.0 g/dl. No further pt info has been provided.